Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to loosening of the humeral component and poly wear of the bushing.